Manufacturer narrative:
E.1 initial reporter facility- (B)(6) medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) remote in and confirmed that the issue was resolved by the customer by recovering the drawer and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system drawer failed to open. The customer tried to recover the failed drawer, but device showed as required maintenance. The customer rebooted the device, but issue was not resolved. The device was shut down and unplugging the power cord from the back of the unit for 2¿5 minutes. After reconnecting the power cable and turning the system back on and the customer attempted to recover the drawer but failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. However, there were no delays or adverse events or injuries reported based on this event.